Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the iipv condition. The cause was unable to be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 14:33:50. During night drain cycle six, the patient's ultrafiltration reading was 1733ml, indicating the patient drained 1733ml more than their maximum programmed fill volume of 2100ml. No additional information is available.